Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast implantation of unknown type with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 12/24/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 8.6 cm running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 11/26/2018, it was reported to mentor that the replacement device was saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 7617048. (B)(4).

Manufacturer narrative:
On 12/13/2018 it was reported to mentor that the lot and serial number has been updated from (B)(4) to lot 7298269, serial number is unknown as per device received. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 12/1/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device has a different lot number than the one originally reported. The original lot number was 7324642, however, the device lot received was 7298269. Once clarification has been completed, the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/18, it was reported to mentor that the patient tolerated the procedure well. The patient was in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7298269 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).